Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital called seeking repair and replacement for t. W. Power supply s/n (B)(4) that was not working. No patient involvement.

Event description:
The hospital called seeking repair and replacement for t. W. Power supply s/n (B)(6), that was not working. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.